Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, when opened the packing (did not use), noted one plate detached from the needle. Another device was used to complete the surgery. The complaint device was received and evaluated; visual inspection reveals that there are no anomalies or structural damage on the outside of the device. The stop tube was cut to verify the presence of the implants, it was found that the two implants are not inside the applier needle, neither the sutures of both implants. At magnification, it was found that the needle shaft and the suture retention tubbing have rests of biological matter which is a sign that the device was introduced into the patient¿s body. The red trigger was tested several times for its functionality, and it performed as intended. According with the visual inspection, and the functional test results, this complaint cannot be confirmed and therefore unable to be replicated for the described issue. We cannot determine a root cause why the customer experienced the reported failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in china that during a meniscal repair procedure on (B)(6) 2020, it was observed that one plate was detached from the truespan 12 degree peek needle device upon opening its package. During in-house engineering evaluation, it was determined that it was found that the two implants were not inside the applier needle, neither the sutures of both implants. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.